Event description:
The customer reported that the device would not turn on. No patient involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported that the device would not turn on. No patient involvement was reported. The device was evaluated at the philips bench and the symptom was verified. The issue was localized to a processor pca failure. The processor pca was replaced to resolve the issue. The device was returned to the customer site after passing all required testing. We are considering this a malfunction of the processor pca. No further communication was requested and none is warranted.